Event description:
Enduser's husband advised that the retaining clip from front riggings is missing, no injury. Enduser's husband could not provide any further information...(B)(4) update: (B)(4) called in with ref# stating that it was for right leg. Dealer states right leg rest is falling off, clip holds rigging on is missing. After speaking with tech (B)(6) it was determined that the snap ring was missing. Customer not sure about other side of leg rest.